Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual evaluation noted one unopened magic 3 intermittent catheter was received. Visual inspection noted that the water packet was not burst but packet felt empty or low fill. No water or residue was found in the catheter package on return. The water packet volume was measured to be 1ml. The product had failed to meet the specifications. Although the reported event was confirmed a root cause for this failure mode was unable to determine. However a potential root cause for this failure mode could be due to mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that two magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.